Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump could not be charged properly without the customer holding the cable in the charging port. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.